Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-29-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for atrial high rate episodes of atrial tachycardia/atrial fibrillation (at/af) but that there was no electrograms (egm) for the episodes. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.